Event description:
Boston scientific received information that the patient with this device received multiple inappropriate anti-tachycardia pacing and shock therapy due to supraventricular tachycardia. These episodes resulted in therapy exhaustion on a couple occasions. The device was reprogrammed in an attempt to prevent future inappropriate therapies. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.